Event description:
It was reported that the feeding tube is getting changed monthly, per manufacture's recommendation. However, there have been times when it has been difficult to remove the tube from the stoma site. The tip of the tube does not pass through the stoma site with ease.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history (lhr) review is not possible, as no mfg lot number has been provided by the complainant.